Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol), was scratched. There was no patient contact and the procedure was completed the same day. Additional information was requested.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. A small light scratch that meets release criteria is observed on the anterior side of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. An imperfection was observed. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. The manufacturer internal reference number is: (B)(4).